Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that for the past couple weeks the patient has been seeing settings not available on their controller when they try to increase the stimulation. Caller stated they have had the implant reprogrammed twice, but the message keeps coming up. Caller added that they can only move the stimulation down and not up at all. Caller spoke with manufacturer representative (rep) who redirected caller to patient services for a replacement controller. Caller referenced meeting another rep as well but did not recall their name. Agent reviewed with caller that replacing the controller would not resolve the issue. Agent reviewed the error message and recommended next steps. Agent sent message to the field requesting assistance. Rep reported that impedance out of range. Scheduled programming. Additional information was received from the manufacturing rep. Rep confirmed impedance was high but was not aware of exact. Pt cancelled programming appointment and hasn¿t rescheduled. Rep confirmed the issue has been resolved and pt receiving effective therapy.